Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 169760 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 169760 and device part number 195-430h / lot 164987. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 169760 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Pcr confirmation testing was performed on the same day and generated negative results. Although requested, additional information, including patient treatment and outcome was not provided.